Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the physician verified that the catheter was bent when opening the package. Another catheter was used to perform the procedure. No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one opened sac kit for evaluation. No signs of use were observed. Visual examination revealed one kink in the guide wire body. The catheter and lidstock were also slightly creased in the same corresponding location. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kink in the guide wire was located 238mm from the distal end. The total length of the guide wire measured to be 350mm which is within specifications of 345mm-355mm per product drawing. The outer diameter of the returned guide wire measured to be 0.508 mm which is within specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was completed with no relevant findings. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. And engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) warns the user, "do not use if package has been previously opened or damaged". The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one kink. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the physician verified that the catheter was bent when opening the package. Another catheter was used to perform the procedure. No patient involvement reported.

Event description:
The complaint is reported as: the physician verified that the catheter was bent when opening the package. Another catheter was used to perform the procedure. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The first photo displayed the product lidstock and the second photo revealed a kinked swg inserted into an arterial catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of swg kinking before use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.